Event description:
It was reported that prior to implant, before removal from sterile packaging, the device could establish an rf connection. Inductive telemetry was normal. The device was not implanted and a replacement was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of no rf telemetry could not be replicated in the laboratory. The device was tested and both the rf and inductive telemetry functions were normal.